Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the egms revealed ventricular loss of capture. The patient will be brought into clinic for further evaluation.